Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak coming from the left side of the closed tube aliquotter (cta) unit located in the unicel dxc 600i synchron access clinical system. No operator exposure was noted.

Manufacturer narrative:
(B)(4). Based on updated information from the service department at baxter, the reported condition was not confirmed and not duplicated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump has a constant alarm that cannot be silenced. The event occurred during patient therapy and it is unknown if patient therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated.